Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing?---yes. If so, did the noise prevent insufflation? Please describe the noise. ---hissing noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---this event occurred when abdominal air pressure was increased again after air pressure was off to retrieve the specimen. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---no. If so, what device? Was any torque being applied to the trocar or device? ---no.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position. Although it was not possible to determine what may cause the found condition of the duckbill, one potential cause for the damage found may be the snagging of an instrument during insertion. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, air leaked with a hissing noise at re-aeroperitoneum. The device was used as a camera port. Another device was used to complete the case. There were no adverse consequences to the patient.